Event description:
During a cardioversion on a pt. The device displayed a "defib pad short" message. Complainant did not indicate that there was an adverse effect to the pt due to the reported malfunction.